Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the pericardial effusion was treated by pericardiocentesis.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laa) procedure was being performed. A non-bsc guide wire was inserted into the laa. A watchman® access system was then advanced into the left atrium when the physician noticed a pericardial effusion. The case was stopped and the pericardial effusion was treated. The patient was extubated the same day and discharged from the hospital two days post procedure. The patient is currently okay.